Manufacturer narrative:
The event occurred in foreign country.

Event description:
Customer reports being unable to obtain a result on the coaguchek xs system due to an error within device specifications (the error was missing icons, which the caller was aware of). The customer was taken to the hospital because of pain, and she tested 8.5 inr on professional device. Customer was hospitalized for 5 days. Requested return of suspect device.

Event description:
Customer reports being unable to obtain a result on the coaguchek xs system due to an error within device specifications (the error was missing icons, which the caller was aware of). The customer was taken to the hospital because of pain, and she tested 8.5 inr on professional device. Customer was hospitalized for 5 days. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).